Manufacturer narrative:
The manufacturing location is currently not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device made a grinding noise and would not hold a 0.6mm wire correctly. During repair, it was determined that the device had damaged bearings, rough rotation and corrosion. It was observed that the device had worn out clamps and planetary wheels. It was determined that the issues were consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) veterinary surgical procedure on a canine, it was observed that the quick coupling device made a grinding noise with three different size wires. There were no delays to the surgical procedure as the same device was used to complete the surgery. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.